Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2012, multigravida, parity 1 and adenomyosis. Previously administered products included for an unreported indication: mirena iud. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping."), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("unusual periods"), dyspareunia ("dyspareunia"), endometriosis ("stage 2 endometriosis") and libido decreased ("the couple¿s level of sexual intimacy sharply declined after his wife was implanted with the essure /loss of consortium"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, dysmenorrhoea, menstrual disorder, dyspareunia, endometriosis and libido decreased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, libido decreased, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient was no longer as happy and energetic as she once was prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes appear occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2012, multigravida, parity 1 and adenomyosis. Previously administered products included for an unreported indication: mirena iud. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping."), libido decreased ("the couples level of sexual intimacy sharply declined after his wife wasimplanted with the essure /loss of consortium"), menstrual disorder ("unusual periods"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and endometriosis ("stage 2 endometriosis"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, libido decreased, menstrual disorder, menorrhagia, dysmenorrhoea, dyspareunia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, libido decreased, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient was no longer as happy and energetic as she once was prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes appear occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2021: medical record received. Case became serious incident as essure removal was done, removal details added.events dysmenorrhoea, dyspareunia, endometriosis and menorrhagia added . Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.